Event description:
Customer reported false positive results reported on their alinity m sars-cov-2 assay. A school administrator reported to the customer that there has been some false positive results for the patients due to testing negative (unknown platform) after the initial positive test. Patient referred to sample ID (B)(6). Retesting of the specimen was unknown. Customer reported an additional discrepant result (patient reference number 140818651) for a patient that tested positive with the customer on (B)(6) 2021 (late cycle number), and when retested with the customer was negative on 4 october 2021. The patient mentioned that they had symptoms of headache, sore throat, and fatigue. The specimens were in transit 1 day only, there was no pooling, and they were no longer then 4 hours on the instrument. Customer stated that information regarding patient management was not available at that time. This false positive event occurred on 4 alinity m systems. Therefore additional reports will be submitted under 3005248192-2021-00328, 3005248192-2021-00329, and 3005248192-2021-00330 to address the additional instruments regarding this event..

Manufacturer narrative:
B5 corrected to indicate the customer reported two discrepant results. D4 updated to include product list number in the catalog number field. Lot number was updated based on the amp reagent used to test the respective sample ids. Therefore expiration and manufacture date were also updated. E1 initial reporter email address was added. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run involving sample ID (sid) 140818651 from the ticket was valid and met assay specification requirements generating no error codes or flags for the controls. There was no evidence of potential amp plate carryover risk for the sid involved in this investigation after review of the plate mapping data analysis. The assay software was performing as expected. There was no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 was performing outside of the established design performance specifications according to the amplification curve analysis. Note: based on review of data attached in this complaint ticket, sid 134738865 mentioned in the ticket is not a valid sid, in that it could not be identified in the associated log files, therefore no curve analysis nor plate mapping will be performed. Quality data review device history record (DHR) / batch record review: a review of the manufacturing packet for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 was performed and did not identify any issues which could have potentially resulted in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify records that were potentially related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 and the amp kit components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133. Complaint history review a lot specific complaint history review was performed to identify complaints related to the sars-cov-2 discrepant results reported while using the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133. The complaint history review did not identify a potential product deficiency. As a result of this investigation, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported false positive result reported on their alinity m sars-cov-2 assay. A school administrator reported to the customer that there has been some false positive results for the patients due to testing negative (unknown platform) after the initial positive test. The specimens were in transit 1 day only, there was no pooling, and they were no longer then 4 hours on the instrument. Retesting of the specimen was unknown. Customer stated that information regarding patient management was not available at that time. This false positive event occurred on 4 alinity m systems. Therefore additional reports will be submitted under 3005248192-2021-00328, 3005248192-2021-00329, and 3005248192-2021-00330 to address the additional instruments regarding this event.